Event description:
On (B)(6) 2023 during a call to technical support for a system warning, it was reported that this peritoneal dialysis patient was being treated for peritonitis. Attempts to obtain additional information were unsuccessful.

Event description:
On (B)(6) 2023 during a call to technical support for a system warning, it was reported that this peritoneal dialysis patient was being treated for peritonitis. Attempts to obtain additional information were unsuccessful.